Event description:
It was reported that intermittent malfunction alarms occurred. The customer will reach out to their healthcare provider for method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.